Event description:
Laboratory had received false positive results from afb (acid fast bacilli) tests run on seven patients. The positive cultures revealed mycobacterium mucogenicum. Upon further laboratory research it was found out that the tb buffer was contaminated. On 12/30/98 laboratory received a call from scientific devices laboratory recalling tb buffer lot number 50418. Facility did not have this lot number. Facilities contaminated lot number is 32518. Calls to the manufacturer revealed buffer problems elsewhere and a comment about a laboratory grade water problem. No product was returned to the manufacturer. No serious illness has been noted as a result.